Event description:
Analysis was completed. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld and associated flashcard/software performed according to functional specifications. The reported fast battery consumption in the wand allegation was not confirmed, although the returned battery was depleted. Automated communication testing of the programming wand determined that a new battery provided a normal number of successful interrogation events and monitoring of the battery temperature during the automated communication testing determined normal battery temperatures. Additionally, successful, passing electrical test results demonstrated that current consumption rates were within specification, thereby eliminating any possibility of a condition where a battery might be prematurely depleted by the wand circuitry (which also addresses possible battery current drain when the programming wand is not in use). After the battery was substituted, the programming wand performed according to functional specifications.

Event description:
Initially, it was reported that the wand batteries were depleting at a rapid rate. The wand was replaced and the problem persisted. It was reported that the handheld would not hold a charge. The handheld, flashcard and wand were received for analysis. Analysis is underway, but has not been completed to date.